Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-02753. 2. 3005168196-2021-02754.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, a non-penumbra guide catheter, a non-penumbra stent, and a non-penumbra balloon catheter. It was noted that the patient anatomy was tortuous, narrowed, and calcified. During the procedure, the physician placed three smart coils in the target vessel using the microcatheter. The physician then placed a stent through a balloon catheter in the target location. Next, the physician advanced a new smart coil through the expanded stent via the balloon catheter to the target location and attempted to detach it using two different handles; however, the smart coil failed to detach. Therefore, the smart coil was removed. The procedure was completed using three other coils, the same microcatheter, the same guide catheter, and the same balloon catheter. There was no report of an adverse effect to the patient.